Manufacturer narrative:
No investigation could be conducted. The customer was unable to provide relevant details and data files for investigation. The customer believes this may have been attributed to user error; however, no supporting information has been provided. The definitive root cause cannot be determined. The customer is currently operational.

Event description:
Customer reported that their instrument reverted back to the previous patient's information/demographics when user/operator scanned patient barcode and ran the patient sample. There is no report of injury due to this event.